Event description:
The pts clothes are getting caught in the table and were manually pulled from the table. The gap between the table pallet and table allows for entrapment of clothes.

Manufacturer narrative:
Investigation found that pinching has happened in the past with skin, clothing, or sheets getting caught between the stationary portion of the brightview table and the extendable pt pallet. A pallet pad cover (slicker) with extended sides is available as an option to improve pt comfort. This cover is wide enough to extend beyond the pt pallet width and covers the complete width of the table. The surface of the cover is sufficiently smooth to slide over any non-moving elements of the table during pt imaging and positioning, thereby protecting the reclining pts' skin, clothing, or sheets from getting caught between the table pallet and the couch. At the time the brightview was released, the slicker was not available in the configuration (standard or option) at the time of purchase. It is now available as a field replaceable unit as part number 453560817391. Philips is providing a slicker, free of charge, to all the brightview customers. (B)(4).